Event description:
It was reported that the device would not take program changes. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of a programming anomaly was confirmed during in lab retesting. Bench testing of the device was found to be normal. Analysis of the device and its memory contents confirmed the cause of the anomaly was due to corruption in memory register. The exact cause of the corruption remains undetermined.